Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted in, and drawer all are online. The customer performed cycle count and drawer able to open and item can be counted. Attempts to issue but drawer did not open and no error visible. The tss restarted cubex and all in one (aio), drawer still did not open when issuing. The, the tss checked the zone selection and found that drawers 10 and 11 were unchecked. After checking both drawers, the item was able to be issued to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the nurse tried to issue an item, but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.